Manufacturer narrative:
Bci hotline sent the customer a replacement fitting.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer had a no foam leak at the fitting where the tubing from the no foam bottle splits into two lines. No injury was reported.